Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the oled (organic light-emitting diode) screen was discolored. Functionally, the handle was opened up and the battery was found to be vented. It was reported that the handle and or charger contact points were contaminated with a substance that is not expected to be on the device, the battery was leaking or appeared corroded, and the power pack was not adequately charged. The reported issues were confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, when the handle was removed from the battery charger, it did not start up. It was found that the charger terminal part was found to be wet. When wiped with gauze, brown adhesive liquid leakage was confirmed. It was noted that the fluid of fluid leakage was also found to be adhered to the charger, so it did not function. There was no problems with the cord. Another product was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found both battery cells were found to be vented.